Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device running on its own was confirmed. Based on the investigation details, the likely cause was failure of the asic motor controller. Service will perform maintenance and any necessary repairs before it is repaired and returned to the customer.

Event description:
It was reported that the handpiece continued to run on its own while the device was being tested. There was no pt involvement. There were no adverse consequences reported as a result of this event.